Event description:
Info received from our (B)(4)affiliate. On (B)(6) 2012, a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.), reported experiencing a medical adverse event in the left eye (os). The pt reported that sometime at (B)(6) 2012, she was diagnosed with a corneal ulcer in the os, instructed to d/c contact lens wear for one week and was treated with cravit drops and another eye drop whose name is unk. The pt believes that she has had a decrease in her visual acuity (va). On (B)(6) 2012, the treating eye care professional (ecp) confirmed that the pt presented on (B)(6) 2012, was diagnosed and treated for a corneal ulcer in the os. The ecp also reported that "the pt's os was white at first. The pt would have become blind os if the pt had not sought medical attention; however, the pt was treated and almost fully recovered on (B)(6) 2012. There was no problem od. The ulcer was caused because the pt slept in lenses many times. The ecp determined that this event was not cl-related because it was caused by the pt's carelessness." The treating ecp did not provide any add'l medical info. Narrative continued. On (B)(6) 2012, the pt reported having a "health checkup" sometime after (B)(6) 2012 and that her va with contact lenses measured 1.00 (20/20) od and 0.5 (20/40) os and that her previous va was 1.25 (better than 20/20) in both eyes. The treating ecp did not provide any info regarding the pt's comment of a decrease in the va of the os.

Manufacturer narrative:
No add'l info is available at this time. A lot history review indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Twenty eight sealed blisters of the same lot were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, diameter and ph and conductivity. No visual attributes were observed. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.